Manufacturer narrative:
A haemonetics field service engineer evaluated the suspected device, and found that the unit meets all specifications; there were no faults observed.

Event description:
On october 17 2020 haemonetics was notified of a donor fatality, which had occurred within 4 days of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, with no error messages, or alarms encountered. There was no adverse reaction, or injury experienced during the procedure. The pcs®2 plasma collection system collected 880ml of plasma. The cause of death was unconfirmed; this is not a coroners' case, therefore, coroner report will not be available.